Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed the reported broken wire. Engineering evaluation found a broken pitch cable at the wrist. The cable segment that contains the crimp was still installed on the clevis. The clevis did not exhibit any damage or wear marks. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si total benign hysterectomy procedure a wire broke in the endowrist on the pk dissecting forceps instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.